Event description:
The customer alleged a discrepant result for thyrotropin (tsh). The customer obtained a tsh of <0.003 uiu/ml accompanied by a data flag and reported the result to the physician on (B)(6) 2011. The customer does not know whether this result was obtained from the primary tube or from an aliquot. The physician questioned the result stating it did not fit the clinical picture of the patient and sent the patient for a redraw on (B)(6) 2011. The customer obtained a tsh of 5.04 uiu/ml on the redrawn sample on (B)(6) 2011. On (B)(6) 2011, the customer retested the original primary tube sample from (B)(6) 2011 and obtained tsh values of 4.25 uiu/ml and 4.38 uiu/ml. A corrected report was issued with the 4.25 uiu/ml result. The patient was not adversely affected by the event. The tsh reagent lot number was 16279003 with an expiration date of 01/31/2012. The field service representative was unable to determine the cause. He verified proper probe alignments and verified proper internal and external rinse of the probes. He also verified mixer speed. Performance tests were run; all were within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The investigation was unable to determine a root cause. The customer refused to provide quality control data, calibration data, or additional patient data. The sample was not available for further investigation. The customer was unable to provide complete information regarding sample collection, as the sample was drawn at a different site.